Event description:
Carbonization on catheter during rf ablation of afib was discovered. Procedure was stopped immediately and the sheath and catheter was removed. Neurologist noticed acute symptoms with right hemi paresis and dysphasia due to left cerebral media infarct. Doctor recommended innohep 175le/kg sc. Once a day and oral anticoagulation. Acute CT scan of brain was normal. A new CT scan of the brain in 2005 showed a big infarct and massive edema. Patient passed away seven days later. Navistar thermocool cather was used.

Manufacturer narrative:
This complaint was part of a study run by a foreign physician which initially was thought of as an clinical trial. The event occurred in 2005 and was not reported until a follow up on the study on 05/15/2006. On 07/06/2006 we received additional information that the complaint was not part of any clinical trial and should be treated as a regular complaint. It was decided at this point that the complaint was MDR reportable.